Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind,basic occlusion, occlusion, prime/a33 and excessive no delivery test. The test reservoir units left matches properly to the units left in the pump status screen noted. Pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. Also all bolus delivery registered properly in the daily total history noted. Pump received with cracked case at the display window corner and cracked reservoir tube lip.

Event description:
It is reported that a customer received several alarms on their insulin pump. The patient's blood glucose level was at 156 mg/dl. The customer stated that there was a drop of insulin leaking from the reservoir tube. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.